Manufacturer narrative:
Date of postoperative surgical wound breakdown and infection development is unknown. This report is for two (2) unknown 3.5 mm cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a locking compression plate (lcp) hook plate and two (2) 3.5 mm cortex screws due to surgical wound breakdown and infection on (B)(6) 2018. The procedure included incision and drainage and tension band with 18 gauge wire. The devices were originally implanted on (B)(6) 2018. The patient outcome was reported as okay. The procedure was successfully completed with no reported delay. This report is for two (2) unknown 3.5 mm cortex screws. This is report 2 of 2 for complaint (B)(4).